Event description:
Caller reported that the pump screen was black, but the backlight was on, making it impossible to interact with or read options on the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to reset the pump and subsequently decided to replace it with a new one, which would come with updated software. The customer acknowledged all instructions provided, including how to return the problematic pump and prepare the replacement pump for use, and agreed to use multiple daily injections as a backup therapy until the new pump arrived.